Manufacturer narrative:
The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 6:05 am, the meter result was 1.8 inr. Customer repeated the test and the result was 2.0 inr. The customer took longer than 15 seconds to apply blood to the strip for this test. The customer repeated the test again with a new finger and received a result of 2.3 inr. The patient¿s therapeutic range is 2.5-3.0 inr. Customer tests every two weeks or weekly.